Event description:
It was reported when using the bd vacutainer® one use holder had leaked. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: leaking blood inside the 364815 ¿I took a blood sample from a patient. On the last tubes taken, presence of blood leaking inside the pump body, a priori at the level of the screwing of the vacuteiner with the pump body. Vacuteiner ref: lot 500009923 3032751 expiry date 01/31/2028 .

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows the unit label of the eclipse needle. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® one use holder had leaked. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: leaking blood inside the 364815 ¿I took a blood sample from a patient. On the last tubes taken, presence of blood leaking inside the pump body, a priori at the level of the screwing of the vacuteiner with the pump body. Vacuteiner ref: lot 500009923 3032751. Expiry date 01/31/2028.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.